Event description:
It was reported that during left hip surgery, the inside gear broke while reaming there was no reported patient impact, no surgical delay, no foreign body retained and no medical or surgical interventions. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information, and no further information has been provided. H6: component code: mechanical (g04) - drill. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed.